Event description:
It was reported that the left ventricular (lv) lead and right ventricular (rv) lead exhibited high thresholds. The rv lead and lv l ead were capped and remain in the patient. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a device down grade to a leadless implantable pulse generator (ipg), and it was noted that the patient experienced a post op pocket hematoma. The pocket hematoma was indicated as resolving and no action or intervention was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.